Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display as well as vibrating and making constant noise. The blood glucose level was unknown at the time of incident. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.